Event description:
Infinity rechargeable power toothbrush - flossing, I bought this toothbrush months ago. It has been pinching and pulling at my tongue, inside my mouth skin, lips when I use it, to the point of my skin getting stuck in the toothbrush head and bleeding. Purchase date: (B)(6) 2014. Explanation: I will not be using the product. I emailed the MFR today. (B)(4).